Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient expired due to a cerebrovascular accident (cva). The patient was found down on (B)(6) 2014. Ems arrived and confirmed that there were no lvad alarms and that the lvad hum was audible. The pump was reportedly functioning as intended. The patient was brought to the emergency department and the right pupil was noted to be unreactive and left sided paralysis was noted. Patient was intubated and a stat CT head scan was obtained, showing a large right-sided parenchymal hematoma with associated edema causing a regional mass effect with subfalcine herniation and right uncal herniation, as well as a small right frontotemporal subdural hematoma. Neurosurgery was consulted and by report, didn't feel surgical intervention was an option. The patient¿s family stated that for the past 3 days, the patient was fatigued, staying in bed, having gait abnormalities and yesterday was having multiple bouts of nausea and vomiting. The family denied any head trauma or active drug abuse. The patient's international normalized ratio (inr) was therapeutic at 2.7. The patient's urine was reportedly positive for benzodiazepine and cocaine. On (B)(6) 2014, care was withdrawn and the patient expired.

Manufacturer narrative:
A root cause for the reported event could not be determined through this evaluation as the pump was not returned to the manufacturer. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 1 year and 5 months. It was reported that the pump was not explanted and would not be returning for evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.